Event description:
It was reported by service report that there was no power to the bed and the staff alleged that there was sparking from cord at the wall. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: technician noted bent prongs, but saw no burning or damage from alleged arcing.